Manufacturer narrative:
The device was returned for evaluation. Visual inspection found one haptic torn off and missing. The device history record review (DHR), did not find any anomalies or non-conformities related to this event. Due to the condition the device was returned, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that approximately nine months post implant the patient experienced a decrease in vision due to dislocated lens. Three months later, the lens was removed and replaced with a different model lens of same diopter power. In the surgeon's opinion the most likely cause of the event is ¿natural healing¿. Patient is reportedly doing well and will continue with regular follow-ups.